Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had pain surgeon removed liner and screws cup and stem were well fitted-surgeon replaced the liner."